Manufacturer narrative:
E1: initial reporter facility name - (B)(6) medicine. Device evaluated by MFR: synergy ous mr 3.50 x 32 stent delivery system was returned for analysis. A visual and tactile examination of the hypotube found no issues. A polymer extrusion break was identified at 25.5cm from the tip of the stent. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were no signs of stent movement, stent was set between the proximal and distal markerbands. The bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 11aug2023. It was reported that crossing difficulties were encountered. The 85% stenosed, 32mm x 3.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's condition was stable. However, returned device analysis revealed shaft detached or separated.